Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent patient presented with an episode of non-sustained rv oversensing due to myopotential oversensing. It was noted that the oversensing caused pacing inhibition. The patient was asymptomatic. Programming changes were made. The device remains implanted. The patient was okay afterwards.